Event description:
Surgery date: 2007. It was reported that the 7 x 18 cervical disc did not match the size of the 7 x 18 implant trial. A 7 x 16 was used instead without any patient complications.

Manufacturer narrative:
Analysis of the trial confirmed that the trial does not exactly match the profile of the corresponding size implant. A corrective action was initiated to address this issue.